Event description:
It was reported that patient presented to the hospital with alerts for non-sustained lead noise. Upon investigation, the cause was determined to be t-wave oversensing. The device was reprogrammed and issue was resolved. Patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.